Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and seal deterioration from normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the battery reamer/drill device had a bad trigger that was getting stuck. During in-house engineering evaluation, it was observed that trigger was sticky on the device. There were no delays in the planned surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Be submitted accordingly.